Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped and replaced due to high thresholds. The pacemaker was replaced at the same time due to eri. There were no adverse patient events reported. Should additional information be received, this file will be updated.